Event description:
Pt expired in 2008, due to unk reasons. Device was implanted in 2004, and explanted in 2007 for an implant duration of forty-four (44) month. No reasons given for explant. No further details were provided. The device will not be returned (discarded).

Manufacturer narrative:
Device not returned.